Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crack opening, fold creases, wear abrasion. A leak test was perform and was found one opening. A microscopic analysis identified: a curved cracked opening in valve assessed as cracked valve seat diaphragm valve. Based on the device analysis the final assessment is: a crack opening on valve assessed as cracked valve seat diaphragm valve. The crease/folding of implant condition that was indicated in the complaint was observed, nevertheless is not considered a workmanship, since the device was explanted.

Event description:
Health professional reported left side deflation and capsular contracture, baker grade unknown. Healthcare professional additionally reported the event of "creases." Device has been explanted.

Manufacturer narrative:
The reason for the reoperation is deflation and capsular contracture baker grade unknown.

Event description:
Healthcare professional additionally reported the event of "creases." Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 20/jul/2015. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation and capsular contracture, baker grade unknown. Device remains implanted.